Event description:
An implant card was received for a battery replacement surgery. It was noted that the generator could not be interrogated pre-operation. A battery life calculation was performed and supported the failure to program due to battery depletion. The generator was returned for analysis. An open can measurement of the battery voltage confirmed that the battery was "depleted". The low battery voltage condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical results, and the bench evaluation. The device, however, did not perform according to functional specifications as the end of service flag did not set at low voltage. Analysis determined that the cause of this was related to the microprocessor. It was noted that this anomaly did not adversely impact the functionality of the device to deliver intended therapy. Device history records were reviewed. The device had passed all quality inspections prior to distribution. No further relevant information was received to date.